Event description:
It was reported that customer¿s pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.